Manufacturer narrative:
The patella reamer blade with pilot hole was returned for review along with its packaging. Visual inspection confirmed that one corner of the outer tyvek had been peeled back from the outer cavity and had partly peeled back the inner tyvek. It was identified that the inner cavity was not seated correctly in the outer cavity; the corner of the inner cavity with the peel tab indent was not aligned with the corner of the outer cavity with the peel tab indent. One corner of the inner cavity had been sealed between the outer cavity rim and outer tvyek. The device history records were reviewed and found conforming. The device was used for treatment. A product history search identified no other complaints for the specified part and lot combination. The instructions for inner cavity tyvek lid preparation indicate that the inner cavity must be seated correctly in the outer cavity to prevent interference in the outer seal. The related packaging area was made aware of the complaint to prevent further recurrence. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
The 1st and 2nd layers of the packaging lids for the patella reamer blade stuck together when peeled back.